Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer administered a manual correction injection. To resolve the issue, the customer reloaded the same cartridge, successfully resuming insulin delivery.